Event description:
On (B)(6) 2009, a pt with a drug pump was implanted with an scs system. In (B)(6) 2010, the pt went through airport security with the ipg turned off. Security took the pt aside and scanned over the ipg with the security wands several times. The pt's stimulation has since stopped and the ipg is unable to communicate with the programmer, charger, or magnet. A replacement programmer, charger, and magnet were sent to the pt, with the same results. The pt's ipg was explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.